Event description:
The manufacturer received information alleging a trilogy ev300 failed aecm section of precheck tests. There was no harm or injury reported. The trilogy ev300 device has been returned to the manufacturer however, "this customer decided not to move further with the repair service and is taking this unit out of service. They are in the process of having this unit removed from this facility. All incident work orders were closed out or canceled". There is no documentation of an evaluation, or what component if nay would need to be replaced. No further investigation is required at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.